Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. This occurred during drain one of four of peritoneal dialysis therapy while the patient was connected. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical services representative advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional, electrical and simulated-use testing and a visual inspection of the device. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.